Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device would not inflate. All the components were removed and a new ipp was implanted. There were no further patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.